Event description:
It was reported that the customer may have hit the pump touchscreen with their elbow while sleeping which resulted in a cracked, unresponsive and unreadable touchscreen. There was no reported adverse impact to customer's blood glucose. Customer revered to an alternate method of insulin therapy.